Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific quality issue. All available information was investigated, and the reported failure to capture the leaflets appears to be due to challenging patient anatomy. A conclusive cause for the broken gripper line issue cannot be determined, however, the reported gripper actuation issue appears to be a cascading effect of the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Several attempts were made to grasp the leaflet, there was difficultly capturing both leaflets and when the leaflets were captured, there was not sufficient mr reduction. It was the noted that while lowering the gripper lever, the grippers did not move at all. The grippers remained in the down position due to a gripper line break. The clip was not implanted and the cds was removed and replaced. A new cds was used to complete the procedure. Two clips were implanted, reducing mr to 3+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.